Event description:
The customer reported that prior to use on a patient, the iabp generated a "fault code number 65" (safety vent failure) alarm. The iabp was replaced and therapy was initiated. No patient injury was reported.

Manufacturer narrative:
The device history record for the iabp involved in the event was reviewed. There are no nonconformances in the DHR related to the reported event. The company representative observed "fault code number 65" in the fault log. He replaced the k6a vent valve (part number 0119-00-0170). The iabp was tested to factory specification. It functioned normally and was returned to the customer. The vent valve has been returned to the factory for further evaluation. A supplemental medwatch report will be submitted when additional information becomes available. (B)(4).